Event description:
It was reported that the device had a problem in recognizing remote controls. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, damaged battery compartment, and scratched lens. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a damaged remote dose connector. The remote dose connector was replaced as well as the dso seal, battery compartment, and lens. Service history review identified the device was previously serviced for a related complaint for keypad issues as a passable delivery accuracy test was performed.